Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the first follow-up after implant, the right ventricular lead was dislodged. The electrical parameters were stable and in range and the patient had no symptoms due to the dislodgement. No intervention was performed and the patient was stable.